Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call that the insulin pump was dropped a piece on right side of arrow keys popped off. The customer's blood glucose was 112mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.